Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fifty-four events were reported for this quarter. (B)(4) devices were received. The reported event was not duplicated during testing for 54 devices; however, the devices were outside specifications. (B)(4) devices were found to be affected by corrosion. (B)(4) devices were found to be affected by worn / damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 54 malfunction events in which the device reportedly overheated. Twenty six events had patient involvement with no patient impact. Twenty seven reported events had no patient involvement; no patient impact. One event had patient involvement; the patient received a first-degree burn.